Manufacturer narrative:
Product details are of cs100. However the iabp is upgraded to cs300. Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse verified the alarm via fault logs, fault 57 occurred multiple times on the day of the event. The fse reported that there was no malfunction with the pump, and the alarm occurred due to a leak in the balloon catheter. The unit passed all functional and safety checks to factory specification. A separate complaint was opened to evaluate the malfunction of the intra-aortic baloon (iab) device.

Event description:
It was reported that the cs100 had autofill failure alarm, prior to use. Autofill failure caused by leak in the catheter there was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.